Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The scr replace friction-fit gold & ti abut int hex (mhlas) and impl tapered scr-v ha 4.7 mm 4.5mm 11.5mm (tsvwh11) were not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported product was located on tooth # 4 (universal) and used for approximately 6.5 years. The reported event could not be recreated due to the nature of the dental device and event (damaged and loosening). The customer has not provided additional pictures or x-ray images of the product. Appropriate documentation was not reviewed. (Tsvwh11): DHR review was completed for the subject lot number 62845998. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. (Mhlas): DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. (Tsvwh11): complaint history review was performed for the reported lot number (62845998) for similar event and no other complaint was identified. (Mhlas): a complaint history review by item number was conducted for the mhlas dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product . Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "yes" to "no" h6: entered evaluation codes h10: added manufacturer narrative h3 other text : device not returned

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Age: not provided. Patient weight: not provided. Device lot number: not provided. Device not returned.

Event description:
It was reported that the abutment and crown loose. Abutment screw was not engaged by the driver and doctor is requesting a screw removal tool to replace the screw. Tooth location 4.